Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. (B)(4),(B)(6) .

Event description:
It was reported that the ventricular lead was not functioning. The lead remains in use. It was further reported that there was reprogramming done to deliver atrial pacing only. There were no reported patient complications as a result of this event.

Event description:
It was reported by the patient that the ventricular lead was not functioning. The lead remains in use. There were no reported patient complications as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.